Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found the lens optic torn, with pieces torn off and missing. One haptic was torn off. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for eval. A lens work order search was performed and one similar complaint was found within the work order.

Event description:
The reporter stated the surgeon inserted a cq2015 collamer three piece lens and the trailing haptic tore off. The lens was removed with no pt injury. Another same model lens was implanted. The reporter stated the lens damage was due to a loading error.